Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's thoracic lead migrated (date of event is unknown). As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the lead was repositioned. Effective stimulation was achieved postoperatively thus the issue is resolved.